Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 420mg/dl. The customer was vomiting prior to his admission. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting. Reviewed the alarm history and found low reservoir and low battery alarms. The customer ran a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula and it was not bent. Suggested the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.